Manufacturer narrative:
H6. Bd received 5 samples and 4 photos from the customer in support of this complaint. A visual examination of samples and photo was performed and revealed the issue of additive abnormality. Bd was able to confirm the customer¿s indicated failure mode with the samples and photo provided. Bd determined the root cause of the reported issue to be attributed to the assembly process. In rare instances where assembly machine misalignments occur, one side (or hemisphere) of the tube interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 5 tubes. The following information was provided by the initial reporter. The customer stated: "white granules are adhering to the interior wall of tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 5 tubes. The following information was provided by the initial reporter. The customer stated: "white granules are adhering to the interior wall of tubes."